Manufacturer narrative:
Investigation summary: no product or data logs returned. Pump suction: clinical details mention suction alarms occurring on (B)(6) 2025 during impella support. P-level was reduced from p-7 to p-6, patient was administered albumin, and p-level was further turned down to p-4 as suction was seen on increasing p-level to p-5. The patient received albumin overnight as well for suction. The root cause of the suction alarms was not determined due to lack of conclusive evidence from the clinical details and unreturned product or logs for additional evaluation. Hypotension: clinical details mention that the patient suffered from seizures with subsequent vent desynchrony and hypotension. The root cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1961529. Device history batch: subcomponent lot: n/a. Device history review pump #618275 passed all post sterile inspection checks.

Event description:
The user facility reported a patient was on an impella cp for acute myocardial infarction. It was reported that during support, the patient developed hypotension and was started on a vasopressor. It was further reported that the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.